Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call of receiving an unexpected restart alarm, external ram crc error alarm and watchdog timeout alarm. Customer¿s blood glucose level was 346 mg/dl. Troubleshooting for the alarms were performed. Customer advised the unexpected restart alarm recurred multiple times. Customer was unable to perform the self-test as the device would be replaced. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Device passed self-test, unexpected restart error test and displacement test. No unexpected external ram crc error alarm, unexpected restart, watchdog timeout alarms or reset time/date anomaly after change battery noted during testing.